Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported.